Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve. During procedure, the commander delivery system with the crimped valve got stuck into the esheath. The patient required intervention. As per pre-decontamination evaluation, it was observed the following: sheath liner punctured and crimped valve with strut slightly bent at outflow side.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-00238. Reference no. (B)(4). The investigation is ongoing.